Manufacturer narrative:
Product event summary: the actual product was not returned for analysis. However, performance data was collected from the device and was analyzed. Analysis of the device memory indicated the impedance on the right ventricular (rv) pacing lead was beyond the expected upper range. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. Lead integrity alert (lia) triggered on (B)(6) 2013 due to meeting the conditions for abnormal lead impedance and v-sic. Analysis of the device memory indicated the impedance trend on the rv pacing lead was variable. Max v-pace impedance rises and varies from an approximate baseline of 500 ohm to > 4000 ohm the week ending between the weeks ending (B)(6) 2012 and (B)(6) 2013. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). 15 non-sustained tachycardia (nst) and 3 ventricular fibrillation (vf) episodes of <(><<)> 220 ms v-v cycle are recorded on (B)(6) 2013. (B)(4) ventricular short interval counts (v-sic) occur since (B)(6) 2013.

Event description:
It was reported by remote transmission the patient received several inappropriate shocks due to over sensing, noise and high impedance on the right ventricular (rv) lead. The lead was capped and a new lead implanted. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: (B)(4) implantable cardioverter defibrillator (ICD) implanted: 2008 (B)(6), explanted: 2013 (B)(6). (B)(4).